Event description:
It was reported that the stimulus level was set at 2.0 and it flucated to 30.0 without anyone changing the set level. This happened during a thyroidectomy and there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned. The customer reports that the stimulus level increased without user input. To date, the device has not been returned for analysis. Based on the reported information, the 'most likely' cause of the reported issue is a malfunction in a concomitant device, such as the probe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.